Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as reuse of a previous minicap. The event was manifested by abdominal pain, fever, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day the patient started treatment with unspecified an intraperitoneal antibiotic (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains hospitalized and is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information received describes the breach in aseptic technique as the patient reused a minicap from the day before due to not having a minicap supply. The patient was hospitalized eleven days after event onset and began treatment with unspecified antibiotic on the same day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: date of event and other relevant history. The patient experienced peritonitis on an unreported date in 2016. Should additional relevant information become available, a supplemental report will be submitted.